Manufacturer narrative:
H10 device evaluation: a visual inspection of companion samples did not observe any product defects or abnormalities. G6: follow-up 1. H10 additional manufacturer narrative: records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget and did not seek medical attention. She did not experience any adverse health effects.